Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.